Manufacturer narrative:
(B)(4) received. There were no allegations of patient harm. The device was not returned to the manufacturer. The device was evaluated at the facility and determined to have a faulty heater assembly.

Event description:
The customer claims that during surgery, the user was trying to reach target temperature but its very much slow to heat.